Event description:
It was reported that a patient underwent a left-sided l4-l5 microde compression procedure using an intraoperative microscope for microdissection decompression and right iliac crest bone biopsy on (B)(6) 2010. The needle broke when too much torque was applied to the stitch through the tissue. The surgeon bends the needles prior to use and with extra torque on the needle, it broke. An x-ray was taken intraoperatively before closing the wound and the result was negative. There was no adverse patient consequence and no piece remained in the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.